Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief. The device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached. The most probable root cause of this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the polyp was looped and the current was delivered but the device could not remove the polyp. Additionally, it was reported that the proximal catheter had detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the polyp was looped and the current was delivered but the device could not remove the polyp. Additionally, it was reported that the proximal catheter had detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.